Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) the dentist reported that three months after the dental implant was installed in patient's intraoral region #21 it was verified its non-osseointegration. 35 ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type iii.